Manufacturer narrative:
The device was returned to permobil ab for evaluation where the device was found to be in good working order with the only deviation being that the holder of the joystick was a bit lose. This deviation does not explain the reported claim of involuntary movement of the device. Testimony from the provider claims the end-user having a history of difficulties with hand motor control. System codes retrieved from the device confirm the potential of end-user having physical difficulties turning on the device without physically manipulating the joystick during the powering cycle. Throughout evaluation, the device was found to remain fully operational with no signs of a product malfunction having occurred. Through evaluation, permobil ab was unable to reach a determination as to probable root cause for the reported event without speculation. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Permobil ab received report where it was claimed that the end-user had problems with the wheelchair's joystick where it reportedly caused the wheelchair to start driving by itself, causing the wheelchair to drive into a wall. This action reportedly allowed the end-users leg to become trapped between the wheelchair and the wall resulting in an injury requiring medical intervention to address.